Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. An as-received simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test, and valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
On 7/mar/2023, a nurse reported that this patient on peritoneal dialysis (pd) expired (on (B)(6) 2023) while in a pd treatment with the fresenius cycler in the hospital. There were no reported allegations that the death was related to any product related issues. In fact, the reporting nurse stated the death was not related to the cycler. It was stated the patient likely expired from cardiac arrest. In an additional follow-up call, the reporting nurse confirmed the patient was hospitalized (date unknown) and began receiving pd treatments on the fresenius cycler on (B)(6) 2023. Per the nurse, the patient did not have any untoward effects from the pd treatments. The nurse provided that the patient had sepsis from an unspecified infection unrelated to pd therapy. It was confirmed the patient did not have peritonitis. The patient was reported transferred to a cardiac floor on (B)(6) 2023 and received pd treatment. The nurse confirmed there were no issues or cycler alarms with the pd treatment. It was stated a hospital pd nurse monitored the first cycle of the treatment and reported off to the hospital floor nurse. Subsequently, the patient expired from cardiac arrest in the setting of having concomitant sepsis. Details surrounding the cardiac arrest are unknown. However, the nurse confirmed the patient was connected to the fresenius cycler when the event occurred. The patient¿s death certificate was not available. The nurse adamantly stated the death was not related to the fresenius cycler.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between peritoneal dialysis (pd) therapy with the liberty select cycler and the patient¿s death. The patient was hospitalized on a cardiac floor with concomitant sepsis from an infection unrelated to pd therapy. At the time this clinical investigation was completed, the cycler was not returned to the manufacturer. However, currently there have been no reported allegations nor is there any objective evidence that a liberty select cycler malfunction or product deficiency was associated with the patient¿s death. It was stated the patient was completing pd treatments on the fresenius cycler while hospitalized without any adverse effects prior to death. The patient¿s death was reportedly caused by a cardiac arrest in the setting of having concomitant sepsis from an unrelated pd infection.

Event description:
On 7/mar/2023, a nurse reported that this patient on peritoneal dialysis (pd) expired (on (B)(6) 2023) while in a pd treatment with the fresenius cycler in the hospital. There were no reported allegations that the death was related to any product related issues. In fact, the reporting nurse stated the death was not related to the cycler. It was stated the patient likely expired from cardiac arrest. In an additional follow-up call, the reporting nurse confirmed the patient was hospitalized (date unknown) and began receiving pd treatments on the fresenius cycler on (B)(6) 2023. Per the nurse, the patient did not have any untoward effects from the pd treatments. The nurse provided that the patient had sepsis from an unspecified infection unrelated to pd therapy. It was confirmed the patient did not have peritonitis. The patient was reported transferred to a cardiac floor on (B)(6) 2023 and received pd treatment. The nurse confirmed there were no issues or cycler alarms with the pd treatment. It was stated a hospital pd nurse monitored the first cycle of the treatment and reported off to the hospital floor nurse. Subsequently, the patient expired from cardiac arrest in the setting of having concomitant sepsis. Details surrounding the cardiac arrest are unknown. However, the nurse confirmed the patient was connected to the fresenius cycler when the event occurred. The patient¿s death certificate was not available. The nurse adamantly stated the death was not related to the fresenius cycler.